Event description:
It was reported that high out of range impedance was observed on the right ventricular lead in unipolar configuration during implant. No psa measurements could be obtained in bipolar configuration. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Normal analysis. No anomaly was found.